Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd reset button would not set properly as the safety shield remained locked out and blade was not operative. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.